Event description:
It was reported there was a lead broken during removal. The patient was getting less than 50% therapy relief and there were greater than 4000 ohms on all electrodes. The lead was removed and not replaced on (B)(6) 2012. The patient had no adverse event or injury as a result of the removal.

Event description:
Additional information received reported that the device was explanted, but the lead wire broke during the removal process. A portion of the wire was left in the patient per the physician's choice. The cause of the issue was unknown. The patient status was also unknown. No further information was received.

Manufacturer narrative:
Product ID, 3889-33 lot# v476849 serial# implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).